Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
(B)(6) in tech states (B)(6) stated the unit is extremely difficult for the lift to go up and down and makes a loud grinding noise and the battery is intermittent.